Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the patient¿s medical history included ¿cx post lami syndrome, lumbar spinal stenosis without surgical claudication, arachnoid cyst of spine¿. The catheter had spontaneously migrated to lumbar placement in cistern. The catheter dye study showed it was functional. As the catheter was functional, the revision was canceled secondary to cardiopulmonary status. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were spinal pain and non-malignant pain. On (B)(6) 2018 it was reported that the catheter was ¿facing down towards lumbar¿. There were no known environmental, external or patient factors that may have led or contributed to the issue. Per the reporter the physician found it and then notified the reporter. It was noted that a dye study was done. The patient was scheduled for a catheter revision on (B)(6) 2018. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. No patient symptoms were reported. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the surgery had been postponed. No further complications were reported or anticipated.